Event description:
Prismasol bgk 2/0, mfg gambro/baxter, lot 766021; exp 03/31/2018. The previous bags had a label placed onto the back of the bag which contained the ndc aztec barcode, lot # and exp. There is a white, linear ndc barcode on the front of the bag and that barcode still remains. We are a pediatric hospital. The prismasol is used for crrt (continuous renal replacement therapy). The prismasol has other electrolytes added by the pharmacy before being dispensed to the patient. We use doseedge (baxter) for our sterile compounding. The white, linear barcode on the bag does not scan in doseedge. It is too light and long for the scanner. The new bags have the lot and exp printed onto either the overwrap of the bag. It is difficult to tell. But when the overlap is removed prior to compounding, the lot # and exp are blurred and are not legible. Some bags are slightly legible. Also in the doseedge system, this can not be documented with a photograph in the system. Is the product compounded: no. Is the product over-the-counter: no.